Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got a new controller and has noticed that the stimulation seemed to be changing by itself. The patient said sometimes it was at 4.0 and 1.8. Other times it will be at 3.0 and 1.5. The patient was on group a and had 2 programs. The patient said during the night it jumped up to 4.0 or 4.6 and 1.9 or 1.8 and it is too strong for him. The patient said he would grab the controller and manually change it, but then the stimulation seemed to change back. The patient said one time the controller was 8 miles away, but the stimulation raised itself again. The issue began when the patient received a new controller. Adaptive simulation was reviewed and it was reviewed for the patient to follow up with the rep or hcp so adaptive stim could be configured properly. The patient was helped to turn adaptive stim off on the call. The patient reported when he first got the stimulator, the stimulation was too strong, but then he lowered it down and that has helped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the machine kept going higher on its own without the patient touching it. The patient was sent a new controller and after activating the new controller the issue was resolved. No further complications were reported.